Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 5. The home patient (hp) disconnected from the hc causing the error. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power. The tsr reviewed proper emergency disconnect procedures. The hp would notify the peritoneal dialysis nurse of missed therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the home patient (hp) stated that the issue was resolved; however, the cause of the alarm was related to the home patient disconnecting to use the restroom and not properly stopping the machine then reconnecting. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident; she did contact her nurse (B)(6) via the phone to relay the incident. The hp stated that she is doing fine and continuing therapy without issues.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).